Event description:
The tech alleged the brake casters are not holding in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster and brake casters to resolve the issue.